Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated the last cgm reading he remembers was in the 70s mg/dl at 2:50pm. He passed out sometime after that. His wife gave him glucose tablets and he did not recover so she called 911 at 4:25pm. The paramedics checked a finger stick bg which was 25 mg/dl but the cgm was reading 64 mg/dl. He was given dextrose via intravenous (IV) therapy. He did not sustain any injury when he passed out and was feeling okay at the time of the report later the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.